Manufacturer narrative:
The patient presented in asystole upon arrival of the ambulance and never changed rhythm. A causal relationship between the pediatric spur ii product provided in an adult package and patient outcome has not been established. The pediatric spur ii was never used on the patient. However, ambu does not have data to establish that the root cause of the event is solely due to patient condition. No samples have been returned to ambu, but pictures from the customer of the labels on the final packaging and of the spur ii products have been sent to ambu. The pictures confirmed the reported failure (pediatric spur ii packed in bag labelled as adult). Based on the provided lot number on the pediatric spur ii and the packaging, the production records have been checked. As there is approximately 6 years between the manufacturing date of the spur ii and the manufacturing date of the final packaging , it is considered unlikely that the final packaging is packed wrongly in ambu production line due to so long time off between each other. In addition, all spur ii in their final packaging are subject to both visual inspection and a check by weighing prior to release. The weight difference between adult bag and pediatric bag can be detected by the electronic scale. This MDR is resubmitted again as it was identified that original submission had not been successfully loaded into the FDA database due to wrong file format. The initial MDR of this incident was submitted to the FDA within the original reporting deadline. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
Provider called for cardiac arrest and patient presented in asystole. A provider grabbed a bag-valve-mask (bvm) for ventilation and realized pediatric sized bvm was in an adult labeled package, patient had no rhythm changes. The pediatric sized bvm was not used . The patient presented in asystole upon arrival at hospital and never changed rhythm.